Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v890309, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient called because they needed to know what would happen to their device operation because they were taking a diuretic ordered by their cardiologist for trouble with swelling in their lower legs and feet. No one there had any answers or suggestions and the patient had found in the past that no one seemed to know much about this device. The manufacturer left too much information to be given by young manufacturer representatives that just didn¿t have the experience or training to answer important serious questions. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient had high blood pressure, shortness of breath, and swelling of limbs, which had been going on for about three months. The patient was seeing a cardiologist who prescribed the diuretic hydrochlorothiazide. She was concerned that the diuretic may interfere with the functionality of the device. The patient also had hip surgery and groin pain and felt stimulation strongly when at the chiropractor. She had a loss of therapeutic effect and after varying amounts of time her settings stopped being helpful so she would change programs. She would lose stimulation sensation and after that she would start having problems again, so now she preemptively changed programs when she stopped feeling stimulation. The patient usually had stimulation near 3.5 volts and it got uncomfortable at 4 volts. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.